Manufacturer narrative:
(B)(4).

Event description:
It was reported that via a merlin at home transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed. The patient was asymptomatic. Programming changes were made. The patient was in stable condition.